Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One t3 with dcd platform switched implant was returned for investigation. Visual inspection of the returned product identified minor signs of wear and bone residue around the external due to usage. The implant platform was in good condition. Measurements were taken and through dimensional analysis and comparison to drawings it was determined that the device met design specifications. X-ray or picture images were not provided and no other information was provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported poor positioning of the implant. The complaint could not be verified through visual inspection of the returned device. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
It was reported that the implant had poor positioning. The implant was removed three weeks later site grafted and a new implant placed.